Event description:
Thyroidectomy - "according to the attending otolaryngologist, he found a piece of trocar seal inside the pt body cavity during the procedure. After retrieval, it was found to be a piece fallen off from the trocar seal. Since there was no direct contact with a sharp object during the procedure, the hosp would like to know what might have been the cause for such incident."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.